Event description:
Medtronic (covidien) received information that during a right cavernous internal carotid artery aneurysm with pipeline flex flow diversion treatment, the physician experienced one pipeline flex device needed balloon angioplasty to open the device and another device did not open at all. It was reported that the physician needed to balloon to open up the first device, a pipeline flex 5x35. After the ballooning, the device still appeared to have some endo-leak distally so the physician tried an extra pipeline flex. The physician deployed a second device, pipeline flex 5x16 to help with the endo-leak, however, this device did not open at all, so the physician removed it. The device then deployed in the air when it did not open properly in the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. A search for other complaint reported against the lot was not possible since the lot number was not reported. The device will not be returned for evaluation as it was implanted in the patient; therefore the complaint could not be confirmed, and the event cause could not be determined. (B)(4). Same event as reported in MDR MFR# 2029214-2015-00207.